Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and mini cap." The date of how long the set was in use is unknown. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.